Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, after intravascular ultrasound was performed in the 1st diagonal artery, pre-dilation was performed; however, the balloon ruptured at 6atm on the first dilation. The procedure was completed with a 10/2.75 flextome¿ cutting balloon¿. No patient complications were reported.